Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had never had therapeutic effect since implant and that it only started helping about a week prior to the report when they had their ins reprogrammed. The patient was dissatisfied because they only had one program that was providing them relief. The patient voiced some complaints about their manufacturer representative not returning their calls. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-04-28 reporting that an x-ray of the thoracic spine was performed and showed that the paddle placement was unchanged. On (B)(6) 2017 the health care professional (hcp) offered a clinic visit to meet with the manufacturer representative for an adjustment but the patient declined. Patient weight was reported to be (B)(6). The cause of the lack of pain relief was unknown. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that programming had been done to address the loss of pain relief.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported by the managing health care professional (hcp)¿s nurse that the patient called and wanted an x-ray. The patient¿s spouse stated that their scs was not providing the patient with pain relief. It was unknown if there were environmental factors. The manufacturer representative had met with the patient for several programming sessions. The patient was also being seen in another state. The last time that the manufacturer representative had programmed the patient, the patient had adequate coverage. The issues were not yet resolved and the managing doctor¿s nurse told the manufacturer representative that they would call the manufacturer representative if the patient was coming in for an appointment. The patient was alive with no injury. There were no surgeries planned or performed. The patient¿s weight and medical history were asked but unknown. The event date was noted to be (B)(6) 2017. There were no further complications reported.